Event description:
The customer reported that their device was intermittently not recognizing a connection through the therapy connector assembly. This would prohibit the device from recognizing a patient connected through the defibrillation therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.